Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain, pelvic') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems that occurred at the time of your essure placement procedure:second coil didn't go in correctly and needed a different one". The patient's concurrent conditions included asthma since 2009, hypertension and asthma. Concomitant products included testosterone (androgel) since 2012 and venlafaxine hydrochloride (effexor) since 2011. In (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). On an unknown date, the patient experienced adnexa uteri pain ("pain: felt like it was around my ovaries"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and adnexa uteri pain had resolved and the endometriosis outcome was unknown. The reporter considered adnexa uteri pain, endometriosis and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2013, pathology report revealed cervix, negative for dysplasia or malignancy. Proliferative endometrium. Myometrium and serosa, unremarkable. Right and left parametria, negative for endometriosis. Right and left ovaries: cystic follicles. Right and left fallopian tubes: unremarkable. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, endometriosis." Most recent follow-up information incorporated above includes: on 21-may-2019: the case is incident. Reporter information was updated. This case concerns 25 year old patient. Her concurrent conditions were added. Lab data was added. Essure indication was amended. Essure removal date was added. Her concomitant medications were added. Previously reported event injury was updated to more specified events: pain/chronic pelvic pain, endometriosis, pain: felt like it was around my ovaries and complications or problems that occurred at the time of your essure placement procedure: second coil didn't go in correctly and needed a different one were added. She had recovered from the pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.